Event description:
It was reported that the surgeon was attempting to implant a model 103 generator with the model 303 lead when he encountered pin insertion difficulties. The generator was then removed from the sterile field and a model 102 generator was attached to the lead pin without incident. A few hours after surgery the model 102 was interrogated and diagnostics were performed. It was found that the system had high impedance. The patient was then scheduled for a surgery to address the high impedance. Pre-operatively diagnostics were performed and found to be high. The surgeon attempted to unscrew the set screw and re-screw again however this did not resolve the high impedance. The model 102 generator was then replaced with a new model 103 generator and it was reported that the surgeon could not see the lead pin fully inserted. The m303 lead was then replaced. Diagnostic testing of the new system was within acceptable limits. Manufacturing records were reviewed for the model 102 generator and model 303 lead. All records indicated that the products passed quality control inspection prior to distribution. The model 102 generator and model 303 lead were received by the manufacturer and are pending analysis.

Event description:
Product analysis was completed on the returned generators and lead. Dimensional analysis was completed on the lead pin cavities of the received generators using pin gauges. Both devices passed the dimensional testing and no obstructions were observed in the headers¿ lead cavities or connector blocks. For both generators a known good bench test lead was fully inserted into the connector blocks and tightened normally with the setscrew. Both generators were found to perform to functional specifications. Analysis was also completed on the m303 lead. It was noted that on the lead pin there were two half sets of setscrew marks which indicated inadequate contact existed at one time between the lead pin and generator setscrew. A known good generator was used and the lead was inserted into the lead pin cavity. During this testing the lead pin could be fully inserted into the lead cavity without any issues noted. Measurements were taken of the extended connector pin, connector ring diameter, small front o-ring portion diameter, the body portion diameter behind the small o-ring, the diameter of the connector boot o-rings and the body portion behind the o-rings. All measurements met the dimensions specified manufacturing drawings. It appears that the high impedance event was caused by poor pin insertion which was caused by user error.